Event description:
It was reported via a trial that during and post stent implantation in the left internal carotid artery, on (B)(6) 2010, hypertension occurred with transient aphasia and right sided weakness. Repeat angiogram revealed the carotid stent was widely patent with no flow limitations. The hypotension resolved in the cath lab after administration of intravenous fluids and levophed. The aphasia resolved. Residual numbness in the right arm and clumsiness of the right hand resolved within 48 hours. At the time of discharge, on (B)(6) 2010, concomitant hypertensive medication, lisinopril, was held. There was no adverse pt sequela. Though requested no additional info was provided.

Manufacturer narrative:
(B)(4). Hypotension and neurological event may occur during this type of procedure and as listed in the instructions for use, and are known potential adverse events associated with the use of the product. There was no device malfunction reported that could have contributed to the event. Based on available info, a definitive cause for the reported pt adverse effects and the relationship to the product, if any, cannot be determined; however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.